Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging decompensation and sleep apnea. There was no report of patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging decompensation and sleep apnea. There was no report of patient harm or injury. Further review completed by the manufacturer determined that this event is not part of the field safety notice / recall. The manufacturer determined this event as a non reportable event.